Event description:
After iabp for 4-5 hrs, an alarm sounded from the console. While troubleshooting the pump/catheter, blood was noted in the gas line. Event complications: unk - rpt'd 6/20/97; none - rpt'd 7/3/97. Pt current status: expired - rpt'd 7/3/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1738. Position 2: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.